Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that "o-arm computer passed bench test. Os and ias application 3.1.7 loaded successfully. Time/date check (cmos check) good and virus scan was done." And installed o-arm in system 267. Motion. Generator, charging and communication were ready. Invalidate home and run fluoro gain and run rad gain calibration were also successfully. 3d and 2d images were acquired successfully. No problem found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis, no new information.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias failed to boot after upgrading the software. The computer and pcba power switching board were both replaced, and the software was rolled back. The imaging system then passed the system checkout and was found to be fully functional. The pcba power switching board was returned to the manufacturer for analysis. The pcba power switching board was found to be fully f unctional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer was returned to the manufacturer for analysis. However, results of analysis were not yet available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was not booting. This issue was discovered while the system was being serviced by a manufacturer representative, and there was no patient involvement.